Event description:
New information states the patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma, the pulse generator was explanted and new device implanted on the right side. No additional information was available.

Manufacturer narrative:
Section should have been blank.